Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and undersensing. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and undersensing. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a lead revision was performed. The lead was repositioned. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes.